Manufacturer narrative:
The pt admitted that she knew that the pump was cracked about one month prior to the reported event. The pump powered off four times and the pt was aware that insulin delivery halted. She continued to use the pump with the knowledge that the pump might power off at any time. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
A family member reported that the pt experienced blood glucose 400 mg/dl to 500 mg/dl accompanied by thirst and increased urination; no ketones or additional symptoms of hyperglycemia were noted. She reported that the blood glucose excursion occurred about one week ago when the pt found the pump without power when she woke up. The pt stated that she noticed a crack in the battery compartment about one month ago. During that time the crack enlarged and the pump powered down four times; twice the pump lost power overnight and twice during the day. The pt said that she does not remember the dates or details of these incidents; she admitted that she continued to wear the pump after each event. She alleged that the loss of power to the pump resulted in blood glucose about 300 mg/dl to 500 mg/dl, she was positive for nausea, she denied other symptoms of hyperglycemia, and she did not require medical attention. The pt stated that between the powering off events her blood glucose levels were within her usual range. The pt denied any known trauma to the pump, stated the battery cap was three to four months old, and the pump was not exposed to water since she noticed the crack in the casing. This complaint is being reported as an adverse event caused by user error for continuing to use a pump with a known defect.